Event description:
Additional information received from an hcp reported that based on absence of clinical baclofen withdrawal, manufacturer tech support and the hcp agreed, there was a timely restart that was not entered in the log. The cause of the motor stall and tube set was due to the MRI. On (B)(6) 2016, it was learned the patient¿s medical history included intractable spasticity secondary to quadriplegia from a spinal cord injury at c5-c7 from 1992. Concomitant products included: tramadol hydrochloride at 50 mg 2x/day orally, trazodone hydrochloride at 100 mg 1x/day orally at bedtime, levothyroxine sodium at 50 mg 1x/day orally, reglan (metoclopramide hydrochloride) at 10 mg 1x/day orally at bedtime, lipitor (atorvastatin calcium) at 80 mg 1x/day orally, paxil (paroxetine hydrochloride) at 40 mg 1x/day orally and metformin at 500 mg 1x/day orally (dates of therapies not reported). The physician indicated that on (B)(6) 2016, the patient reported he had "an MRI 5 days earlier" (previously reported as (B)(6) 2016) and a pump interrogation showed a motor stall without recovery. As of (B)(6) 2016, use of the product continued. On (B)(6) 2016, nuclear magnetic resonance imaging tests were performed; the results were not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 220 mcg/day via an implantable pump for intractable spasticity. It was reported that a motor stall occurred. The patient did recently have an MRI on (B)(6) 2016. The hcp was checking the pump logs on (B)(6) 2016. The logs showed a motor stall as expected as well as "stop pump period may exceed tube set message" on (B)(6) 2016. The pump had not been audibly alarming over the past week. Telemetry state and re-interrogating the pump with logs were reviewed. One of the interrogations resulted in a recovery. The patient reported "maybe a little more spasticity" as a symptom.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.